Event description:
It was reported that the rigid video laparoscope had black dots. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned and the customers allegation of "black dots" was confirmed. In addition, distal fiber breakage, dents on distal edge, dirt in objective unit, scratches on distal end and moisture under lg cover glass were found. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had black dots. There were no reports of patient harm.